Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The customer reported that the white balloon was leaking during functionality testing. Defect was discovered prior to use on a pt during inspection / functionality testing.